Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date of event (dated reported as approximately (B)(6) 2012).confirmation regarding device return is pending. A follow-up report will be sent with all additional information.

Manufacturer narrative:
(B)(4). Although it was initially indicated that the device was returning, the device was discarded and is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that arteriotomy closure of the common femoral artery was attempted using the perclose proglide device after an unspecified procedure. Reportedly, the device failed and an unspecified method was used to achieve hemostasis. There was no adverse patient sequela reported. As the name of the physician was not provided by the hospital, it is unknown if the physician has been trained in the use of the proglide device. No additional information was provided.

Event description:
Subsequent to the initial medwatch report, additional information was received. After an interventional procedure, while using the proglide device, the sutures broke. Another proglide was used to achieve hemostasis. There was no adverse patient sequela. The physician is reportedly trained in the use of the device. No additional information was provided.